Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker downloaded the patient record of the event, and it was observed that no ECG data was recorded in paddles lead. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the connection of the defibrillation electrodes. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.